Event description:
Consumer was using the gum deep clean toothbrush received from her dentist and the bristles started to fall out after her first time use.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.